Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The initial date of implant was reported as an unknown date in 2012. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016, due to patient pain and pseudarthrosis. The patient was initially implanted with a poly-axial 3d-head for pedicle screw, locking cap and 3.2mm pedicle screw on an unknown date in 2012 to treat spondylodesis. The patient experienced several months of pain but the onset date of the pain symptom is unknown. In surgeon's opinion a mono-axial device should have been implanted instead of the poly-axial device. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the received part shows strong abrasion on the screw head originating from the rod. The non-union of the segment might have caused the 3d-head to break since parts had to stabilize a pseudoarthrosis for almost four (4) years. From the complaint description, it is likely that the part failed after around 3.5 years carrying the load of the joint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon review of the returned device, which was completed on (B)(4) 2016, it was determined that the screw head had strong abrasion originating from the rod.